Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was implanted through surgery. The doctor feedback that the balloon had expanded after the catheter was taken out of the catheter package and the catheter was impossible to pass through the patient's body after inserting the guide wire. Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original carton/ziploc bag. Upon return, the peel away sheath was on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully un-wrapped. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon had expanded after the catheter was taken out of the catheter package" is not able to be confirmed. During investigation, no visual damage or abnormalities were noted to the returned sample. The returned iab catheter was fully intact. The returned iabc passed visual and functional testing. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "the catheter was implanted through surgery. The doctor feedback that the balloon had expanded after the catheter was taken out of the catheter package and the catheter was impossible to pass through the patient's body after inserting the guide wire. Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".